Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore had leakage along the split septum.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore had leakage along the split septum.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. Received 10 q-syte units connected to extension sets received within sealed packages from lot number 8173701. All contents were intact. Visual/microscopic evaluation: no evidence of physical-mechanical damage was found on any of the components of the representative units received. Water leak test: the test was performed with and without the extensions sets connected to the q-syte units. No leakage was observed on either the actuated or the un-actuated position. Visual evaluation on the photos received. The photos displayed a q-syte unit soiled with traces of blood. Damage appears to be visible on the top disk of the q-syte. Conclusion: indeterminate the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory. The photos received for evaluation did not provide enough evidence to determine the source of the failure.